Event description:
The customer complained of a questionable ise indirect na for gen.2 result for 1 patient tested on a cobas 6000 c (501) module. The day prior to the event a field engineering specialist had visited the customer and found that a probe was not correctly installed. The field engineering specialist had fixed the issue and verified the instrument was ready for use by running calibration and qc. The initial sodium result was 182 mmol/l. The primary tube was tested with a sodium result of 139 mmol/l the erroneous result was not released outside of the laboratory. The sodium result of 139 mmol/l was deemed to be correct. There was no adverse event. The initial sample was aliquoted by a modular pre-analytical system. The sodium electrode lot number was i51 with an expiration date that was requested but was not provided. The field engineering specialist found that the sample probe was partially clogged and that the rinse tubing had failed. He replaced the sample probe and the rinse mechanism tubing. He cleaned and lubricated the sample probe mechanism. He verified all probe alignments and as a preventative measure replaced the measuring cells. The system initialized without any issues and qc results were acceptable. The investigation was unable to find a definitive root cause.